Event description:
It was reported that the patient's pump was initially programmed to a basal rate of 17 mcg/hr instead of the hourly equivalent of 2.43 mcg/hr rate. The reporter stated that she was able to contact the patient before the higher rate began and stated that the patient was driving in to be reprogrammed. The pump contained fentanyl.

Manufacturer narrative:
Application software: model#: 8870, lot#: unknown. (B)(4).